Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after using the 13 x 75 mm 3.5 ml bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure, the stopper pop¿s off. No reported medical intervention or serious injury.

Manufacturer narrative:
Investigation summary: bd had not received samples from the customer facility for investigation; therefore, the customer¿s indicated failure mode with the incident lot was not observed. However, bd is aware of the issue and further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of stopper pull out are identified. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion - as no samples or photos were received for evaluation, the customer¿s indicated failure mode of stopper pull out with the incident lot was not observed. However, further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of the indicated failure mode are identified. Root cause - a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified. (CAPA# - pr# (B)(4)). Rationale - based on an assessment of severity and frequency, it was determined that a corrective action (CAPA) is required at this time. A CAPA was initiated to determine the root cause associated with the indicated failure mode and implement corrective actions in order to reduce/mitigate further occurrence of this issue. The CAPA investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.